Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected, vitros tropi es results were obtained from a single patient sample and a known tropi free patient pool sample when tested on a vitros eci q immunodiagnostic system. The most likely assignable cause of the non-reproducible, higher than expected vitros tropi es result, is an instrument event related to microwell incubator contamination. Prior to cleaning the microwell incubator; the within-run tropi es precision test was outside of ortho guidelines indicating the vitros eciq system was not performing as intended. Acceptable within-run precision trop I es results were obtained after cleaning the microwell incubator indicating an instrument related issue is the likely assignable cause of the event. Pre analytical sample processing could not be ruled out as a contributing factor. The customer is not processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from a patient sample and a known troponin-free patient pool processed on a vitros eciq immunodiagnostic system. Patient sample vitros tropi es result = 0.061 ng/ml versus expected < 0.012 ng/ml. Known troponin-free patient pool vitros tropi es result = 0.142 ng/ml versus expected < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es patient result was reported from the laboratory and a corrected report was later issued. There was no allegation of patient harm as a result of this event. (B)(4).